Event description:
It was reported that, "dr (B)(6) removed the cup and put a competitive cup in and replaced the 26 mm pca head with a 36 mm head, catalog number 6280-0-336, lot number 9v6345."

Manufacturer narrative:
An eval of the devices cannot be performed as the device was not returned to the MFR due to hosp policy. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.